Event description:
The customer reported that the machine is not switching on. Further information was provided that the customer logged the call with an incorrect problem description; the updated report is that the ECG cable was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model #861290. There was no reported patient involvement.